Event description:
It was reported that the healthcare provider (hcp) was explanting the lead and pulling from the lead entry site. The hcp dissected down to the fascia and pulled from that point. The lead broke off at the proximal tined anchor and the remaining components were left in the body. Additional information received reported the patient was fine and recovered without any negative event.

Manufacturer narrative:
Extension model 3095 serial # (B)(4) implanted: (B)(6) 2006 explanted: unk patient programmer model 3031a serial (B)(4) implanted: na explanted: na.